Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a hipot test. The cause for the failure was an exposed wire in the cable connecting ECG a and b to the front te causing a short in the dn pca. The root cause for the short inside the cable was unable to be positively identified. No adverse event resulted from the device malfunction.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.